Manufacturer narrative:
(B)(4), date sent: 11/23/2021 investigation summary photos along with the device have been returned for evaluation. Pictures provided show both halves of the device separated, the channel half appears to have tissue stuck to the reload. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the staple height selector from both sides damaged and a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. Further analysis shows that the anvil was detached and not returned for analysis. The anvil assembly was examined for visual inspection and it was noted that this area has staples marks along, indicating that the device was fired without the anvil present. The anvil posts appear to be damaged as if the anvil was tearing off the device. No functional test could be performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date.

Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Per photographic evaluation: picture provided shows both halves of the device separated, the channel half appears to have tissue stuck to the reload. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colectomy, the ntlc reload stuck in tissue in pouch creation. The surgery was delayed by 40-minutes. They tried to remove the stapler from the tissue. Ileum resection and a new pouch created. The post-operative care of the patient was no changed.